Manufacturer narrative:
(B)(4).

Event description:
Initially this event was reported as a reportable malfunction, upon further review it was determined that this event was actually a non-reportable malfunction that occurred and was reported in error. Please disregard initial reporting of this event since this has now been deemed non-reportable.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that the display device showed a transmitter failed error on (B)(6) 2019. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. No additional patient or event information is available.